Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2 reports linked to mfg report number 3004608878-2025-00008: a facility reported that during a posterior cervical fusion case the patient slipped out of the mayfield composite series skull clamp (a3059). The pin sites were still intact, but the surgeon felt the locking mechanism malfunctioned. The pin and and clamp were replaced and the procedure was completed with no issues. The patient is in stable condition.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The clamp does have a slight up and down movement in the rocker arm assembly, but when the clamp is properly positioned and put under pressure, it would not move. Additionally, the unit was last serviced in june of 2023. As a result, it is recommended that the unit receive a preventative maintenance service and cleaning, during which all worn components will be replaced with new parts. Conclusion - the complaint is not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.